Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, the patient had a stroke. Customer did in order brushings, forceps biopsy, and bal. Everything was ok on arrival to pacu, and then patient lost motor function in her left arm and leg. CT scan shows microbubbles in the frontal lobe consistent with air embolism.